Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver fentanyl 4000mcg/ml at 20mcg/hr and bupivacaine 4mg/ml at 20mcg/hr. It was reported that the patient reported pain and started to show withdrawal symptoms. The patient went to the emergency room (ER) in late (B)(6) 2025 due to withdrawal symptoms. A dye study on the pump was attempt on (B)(6) 2025 and was unsuccessful, as the catheter was unable to be aspirated. After the unsuccessful dye study, the patient had a revision surgery on (B)(6) 2025. Upon opening the pump pocket, the physician visually noticed a hole or eroded portion of the old catheter on the distal side of the 8709sc segment. The physician removed most of the old catheter. A small portion that was subcutaneous in the flank was abandoned. However, the spinal segment was completely removed. The physician replaced the entire legacy catheter system and replaced it with a new 8780; the physician wanted to update the system and modify the catheter system. The reason for the pump replacement on (B)(6) 2025 was prophylactic. There were no specific environmental factors. At the time of this report, the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot# n114509021, implanted: (B)(6) 2008, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 2009-07-10, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.